Event description:
A pt experienced a corneal abscess after using solution. Apparently the pt had lost her contact lens case and had re-used an old case. It was felt that this was the basis of the incident. A culture of the lens case isolated staphylococcus haemolyticus. The pt was reportedly hospitalized for 7 days and treated with gentalline and firtum (ceftazidime). The sponsor considers that any relationship of the event to the actual product to be unlikely.